Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable glucose result from the cobas c 111 analyzer. The initial result was 109.84 mg/dl and the repeat result was 81.61 mg/dl.

Manufacturer narrative:
As no further information could be provided, the investigation was unable to determine a specific root cause.